Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 20 mg/dl and the customer had a small seizure. Reportedly, the customer did not know the suspected cause of bg and stated the event was not pump related. The customer declined troubleshooting with tandem's technical support (cts). Bg was addressed with glucagon. Recommendation was made by cts for the customer to contact a healthcare provider regarding bg.